Event description:
It was reported that the pt had had a swelling over the implant site in 2007, both cases were treated by antibiotic therapy to which the pt responded. Two weeks prior to admission, the pt had a trauma near the implant site after bumping his head with his father while playing. Again there was swelling over the implant site. A similar course of antibiotic therapy was prescribed with the inflammation subsiding in 4 days. Two days prior to admission, the parents noticed that the implant housing was exposed in a cut through the skin while disinfecting the wound implant site. The pt was explanted. Re-implantation is to take place at a later date due to granulation of the implant site.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device anaylsis will be submitted as a follow up report.